Event description:
Affiliate reported, customer reservoir leaked between o-rings while knocking on reservoir. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.